Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient experienced ineffective therapy due to lead migration. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2023 during which a new system was implanted to cover the same pain pattern. Investigation did not determine if the old system will be explanted yet.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 wherein the penta lead was explanted to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.